Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced low blood glucose values and passed out for several hours. Patient¿s daughter indicated that the dexcom cgm did alert the patient to the low bg. It was unable to be determined if the patient was experiencing any other issues with the cgm at the time of the event. No additional event or patient information is available.